Manufacturer narrative:
The product has not been returned to manufacturer at this time. The results of the investigation are not available at the time of this report. A follow-up investigation report will be submitted when completed.

Event description:
The event is reported as: the handle separated from the silicone tip dilator during use. Tip was retrieved and pulled out. No patient injury reported.